Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that buttons were not responding. Customer's blood glucose was 109 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarm noted. However act button did not respond due to corroded keypad trace. No frozen screen was noted. No blank display when pressing act button noted. No further testing could be performed due to button keypad anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.